Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a venous closure of a common femoral vein using a prostyle device after an electrophysiology procedure using a 14f sheath. Reportedly, the prostyle suture achieved hemostasis at the access site. Post procedure, the patient experienced pain and a cold leg. Surgery on (B)(6) 2022 revealed a pseudoaneurysm in the common femoral artery. It was noticed the prostyle suture had captured both the vein and the artery during closure. Surgery was used to treat the artery. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effects of pseudoaneurysm and pain are listed in the prostyle instructions for use (IFU), as potential adverse events associated with use of the suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effects and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.